Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without any failures or problems. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a valve actuation test, a system air leak test, a teach pump test, and a check functionality of the patient sensors. An internal visual inspection identified evidence of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during an unknown phase of their treatment. Prior to the fluid leak, there was a ¿patient line is blocked¿ message that occurred. The patient stated they did not complete their treatment. When they removed the cassette from the cycler, fluid started leaking out. The patient did not mention seeing any visible defects on the cycler set; they were unsure where the leak was coming from. Upon informing ts of the leak, the patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. Upon follow-up, the patient confirmed they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pd nurse of the fluid leak and informing them of the incomplete treatment. Though the treatment was not completed, the patient confirmed being trained to perform manual pd therapy if necessary. The patient received the replacement cycler and was continuing pd therapy on the device without any further issues. It was confirmed that the old cycler was picked up and returned to the manufacturer for evaluation. The cycler set was not available to be returned for evaluation as the device was reportedly discarded. In addition, the lot number for the cycler set was unknown.